Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues and stopped working. A surgical procedure was performed, during which a loss of fluid and air within the pump was noted; however, the source of the fluid loss could not be identified. All components were removed and replaced. There were no patient complications.